Event description:
The nurse complained to the company sales representative regarding the presence of a black spot in the dressing. The product was not used. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 1000317571.